Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) a 135 cm. Powerflex pro 4 mm. X 2 cm. Balloon catheter (bc) ruptured at fourteen atmospheres (14 atm.) During the third (3rd) inflation. There was no reported patient injury. The product was successfully removed from the patient and a non-cordis bc was used to complete the procedure successfully. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be a 90% stenosis, heavily calcified and mildly tortuous. The approach was made from the left femoral artery with a non-cordis sheath introducer. The lesion was crossed/accessed using a non-cordis guidewire. The product was not returned for analysis. A device history record (DHR) review of lot 17058005 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: csi: 6f parent 45cm, medikit; gw: radifocus 0.035x300cm,terumo. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the 135 cm. Powerflexpro 4 mm. X 2 cm. Balloon catheter (bc) ruptured at fourteen atmospheres (14 atm.) During the third (3rd) inflation. The product was successfully removed from the patient and a non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. The approach was made from the left femoral artery with a non-cordis sheath introducer. The lesion was crossed/accessed using a non-cordis guidewire. Additional information has been requested.